Event description:
A pt reported blood glucose results of "167 mg/dl and 225 mg/dl" with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.